Event description:
Reporter stated the infusion device did not deliver insulin correctly and this resulted in hyperglycemia. His blood glucose elevated to 450 mg/dl 2 hours after a meal. He disconnected the infusion set and programmed an 8.0 unit bolus, but no insulin was delivered. No warning or error messages were displayed. He delivered a second bolus of 10.0 units, and insulin was delivered. He reported the cartridge was full and there were no air bubbles in the system. He delivered insulin via pen to decrease his blood glucose. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump.

Manufacturer narrative:
The event occurred in (B)(6).